Event description:
Son developed renal tumor resulting in nephrectomy and death from renal cancer after 24 years as a state trooper. Rptr would like to have a study done on the effects of radar guns on users.